Manufacturer narrative:
The manufacturing records for the onxaap-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were noted. Document change orders (le dco 1106 and le dco 1123) were issued for leaflet tuning; all affected lots were found to be dimensionally similar. Le dco 11074 was approved for leaflet coating lot 42472. Final package assembly per 010713 33 rev. L passed with no indications. Therefore, these dcos are unlikely related to the reported event. A review was performed of the available information. A (B)(6) male patient implanted with onxaap-23, sn (B)(4), on (B)(6) 2014 and was reported by the patient¿s wife to have died of cardiac arrest on (B)(6) 2018 (approximately 3 years and 10 months postop). No other information was made available. Cardiac arrest can have multiple causes including coronary artery disease, arrhythmia, and non-cardiac etiology. We have no additional clarifying information on the nature of the patient death, so there is not enough information to say what, if any, relationship this event has to the aap. Nevertheless, the instructions for use lists death as a potential complication following aortic valve replacement [IFU]. References: on-x ascending aortic prosthesis instructions for use. Http://www.onxlti.com/IFU. Information describing the nature of the cardiac death is not provided and so we do not have enough information to know what, if any, relationship the death has to the aap. Death is a known potential complication following aortic valve replacement surgery. No further action is required at this time without additional information. Risk evaluation for the aap device is covered under both risk management files for the valve portion and for risk unique to the combined aap device. No additional information was made available to identify the cause of the patient¿s death so there is not enough data to determine the cause, if any, relationship this event has to the onxaap. The on-x aap dfema lists death as potential complications and is referenced in the on-x aap IFU 010122 23 http://www.onxlti.com.IFU as well. There was not enough information provided to determine the root cause of the patient¿s death. No further action is required at this time without additional information. The root cause is unknown.

Event description:
According to the report, date of death is (B)(6) 2018. Cause of death was reported as myocardial infarction.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, date of patient death is (B)(6) 2018. Cause of death was reported as myocardial infarction.